Event description:
Device has been explanted.

Manufacturer narrative:
Additional/changed and/or corrected data : b.5., d.7., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: cyst, pain, exchange due to the patient's concern with textured products, and rupture.

Event description:
Patient reported left side "cyst, pain, exchange due to patient's concern with textured product and rupture." Device remains implanted.